Manufacturer narrative:
This report is being submitted as additional information was received that technical services (ts) concluded the device was working appropriately, and recommended reprogramming options. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was suspected of exhibiting loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) could not discern whether there was ventricular capture. At this time, this rv lead remains in service, and no adverse patient effects were reported. Additional information was received that ts concluded the device was working appropriately, and recommended reprogramming options.

Event description:
It was reported that this pacemaker system was suspected of exhibiting loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) could not discern whether there was ventricular capture. At this time, this rv lead remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.